Manufacturer narrative:
Initial report should have contained phrase indicating a manufacturer representative was also a report source: ¿information was received from a healthcare professional (hcp) via a manufacturer representative regarding..." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the patient was in withdrawal. They interrogated the pump and called tech support. A motor stall occurred. There were no known factors that might have led or contributed to the issue. The pump was replaced on (B)(6) 2017 and would be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. The pump also contained infumorph with an unknown concentration and dose. No further patient complications were reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 25mcg/ml baclofen at 6.18mcg/day, and 30mg/ml dilaudid at 7.4mg/day via an implantable infusion pump for non-malignant pain. It was reported that a critical alarm was heard and confirmed by telemetry. The alarm was for reset, low battery reset and safe state. The pump logs showed a reset, low battery reset, and safe state occurred on (B)(6) 2017. It was reported the patient complained of flu like symptoms and increased pain. The hcp reported the patient heard the pump alarming on (B)(6) 2017 but had symptoms prior to that. This was reported to be a sudden change of therapy/symptoms. No further complications were anticipated/reported.